Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was 112 mg/dl. The customer was assisted with troubleshooting. The customer stated that the drive support cap was normal. Customer reported that they were able to rewind the insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.